Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy, declining receiving a replacement pump despite being offered one by tandem technical support.